Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleuritic pain and pain near the left diaphragm. It was further reported that the right atrial (ra) lead dislodged. The ra was revised and remains in use. It was further reported that the right ventricular (rv) lead exhibited elevated thresholds and diminished r waves. The rv lead was reprogrammed, re-positioned and remains in use. No further patient complications have been reported as a result of this event.